Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered fractured while assembling trays for the next day's surgery. There was no patient involvement. Event did not occur during surgery.

Manufacturer narrative:
Date received by manufacturer to february 7, 2018, for the event which was previously reported under 0001822565-2018-01119.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use ( nicked and gouged ) also has fractured on lateral side of post, all pieces were returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.